Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a blood leak occurred with the multifiltrate pro kit during the patient's continuous renal replacement therapy (crrt). The reported issue occurred upon treatment initiation. During the first check of the pressure sensor, a small leak was detected with massive overpressure in the area of the membrane bonding point (foam formation). The patient's blood was returned. The patient's estimated blood loss (ebl) is approximately 50 ml. No serious injury or required medical intervention was reported. Upon initial reporting, user error was suspected. The return pressure measuring line was likely filled during the setup and the hydrophobic filter became tight, and the user incorrectly connected the replacement line directly to the tight return pressure measuring line and not to the defined bypass connections of the set as intended. The user error would have resulted in higher pressure in the hose set than was measured by the machine, hence the leak that occurred at the weakest point. The sample was reported to be available to be returned to the manufacturer for physical evaluation. No additional information was provided upon follow-up.

Manufacturer narrative:
Additional information: a1 (patient identifier), a2 (date of birth), a3 (gender), a4 (weight), b5 (event description) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a blood leak occurred with the multifiltrate pro kit during the patient's continuous renal replacement therapy (crrt). The reported issue occurred 5 minutes after treatment initiation. Multiple ¿upper pre-filter pressure alarm" and "air after bubble catcher¿ alarms were received. During the first check of the pressure sensor, a small leak was detected with massive overpressure in the area of the membrane bonding point (foam formation). The blood ran out of the lower edge of the prefilter pressure dome. No defect or damage was visually observed. The patient's blood was returned. The patient's estimated blood loss (ebl) is approximately 5 ml. No serious injury or required medical intervention was reported. The patient was able to continue treatment once the machine and supplies were replaced. Upon initial reporting, user error was suspected. The return pressure measuring line was likely filled during the setup and the hydrophobic filter became tight, and the user incorrectly connected the replacement line directly to the tight return pressure measuring line and not to the defined bypass connections of the set as intended. The user error would have resulted in higher pressure in the hose set than was measured by the machine, hence the leak that occurred at the weakest point. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported to fresenius that a blood leak occurred with the multifiltrate pro kit during the patient's continuous renal replacement therapy (crrt). The reported issue occurred 5 minutes after treatment initiation. Multiple ¿upper pre-filter pressure alarm" and "air after bubble catcher¿ alarms were received. During the first check of the pressure sensor, a small leak was detected with massive overpressure in the area of the membrane bonding point (foam formation). The blood ran out of the lower edge of the prefilter pressure dome. No defect or damage was visually observed. The patient's blood was returned. The patient's estimated blood loss (ebl) is approximately 5 ml. No serious injury or required medical intervention was reported. The patient was able to continue treatment once the machine and supplies were replaced. Upon initial reporting, user error was suspected. The return pressure measuring line was likely filled during the setup and the hydrophobic filter became tight, and the user incorrectly connected the replacement line directly to the tight return pressure measuring line and not to the defined bypass connections of the set as intended. The user error would have resulted in higher pressure in the hose set than was measured by the machine, hence the leak that occurred at the weakest point. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Upon further review, it was determined that the event on 3002807005-2024-00025 was reported in error, and does not represent a reportable event related to fmc products. There will be no further updates on 3002807005-2024-00025.